Manufacturer narrative:
The device was returned and the evaluation states that the compressor had a piston failure causing the alleged malfunction. MDR is being submitted as a result of a retrospective complaint review.

Event description:
The compressor won't blow air.